Event description:
It was reported the patient experienced discomfort at the implantable pulse generator (ipg) pocket site. The patient underwent a revision procedure where the ipg was repositioned and did well post-operatively.

Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-ipg-r-MRI, upn: (B)(4), model: sc-1200, serial: (B)(4), batch: (B)(4).